Event description:
It was reported that a patient underwent a gynecological procedure in 2009. During the procedure, the pneumatic switch connector on the back of the motor drive unit was loose and the system would not work. The procedure was converted to an open procedure to complete the case.

Manufacturer narrative:
Date sent to the FDA: 10/22/2009. Broken pneumatic switch. The product which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in supplemental 3500a form. In addition, a review of device manufacturing records was conducted and the device met all finished goods release criteria.